Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It reported that the sensor had a sensor anomaly. Customer's blood glucose level was unknown. Customer advised they experienced issues with their sensor as the cannula was shorter than normal. The product will return for the analysis.